Manufacturer narrative:
The cobas 1 serial number was (B)(6). The cobas 2 serial number was (B)(6). The estradiol iii reagent lot number was 921819 with an expiration date of 31-dec-2026. The customer mentioned that the calibration and qc were acceptable. The pre-analytical data were within specifications, and no sample issue was detected. No reagent issue was found. For cobas 2: sporadic liquid level detection (lld) alarms occurred repeatedly. For cobas 1: the field service engineer (fse) replaced the needle and the lld board and adjusted the voltage. Estradiol iii tests and an assay performance check were performed with successful results. The fse confirmed that the analyzer was performing within specifications. The service actions performed by the fse resolved the issue. The cause of the event was due to an issue with the lld board (component failure).

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys estradiol iii assay on a cobas e 411 analyzer (disk system). Sample 1: initial result: 605.9 pg/ml (tested on cobas 2). Repeat result: 273 pg/ml (tested on cobas 1). Sample 2 was tested on (B)(6) 2026: initial result: 821.3 pg/ml (tested on cobas 1). Repeat result: 124.3 pg/ml (tested on cobas 2). Sample 3 was tested on (B)(6) 2026: initial result: 1551.2 pg/ml (tested on cobas 1). Repeat result: 55.46 pg/ml (tested on cobas 2). The physician questioned the initial results as they did not match the patients' clinical pictures, prompting the repeat of the samples. Sample 4 was tested on (B)(6) 2026: the sample was initially tested and repeated on a different analyzer: initial result: <5.00 pg/ml. Repeat results: 1198 pg/ml, 857 pg/ml, 197.3 pg/ml, >3000 pg/ml, 504.3 pg/ml, and <5.00 pg/ml. Last repeat result: 999.1 pg/ml (tested on cobas 1).